Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle stick occurred with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "after blood collection, safety shield was activated but not did not engage and phlebotomist had a needle stick injury. Upon further investigation of other needles from the same batch, it was found that the incorrect needle alignment did not allow the safety shield to be click into place."

Event description:
It was reported that a needle stick occurred with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "after blood collection, safety shield was activated but not did not engage and phlebotomist had a needle stick injury. Upon further investigation of other needles from the same batch, it was found that the incorrect needle alignment did not allow the safety shield to be click into place."

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for inability to activate the safety shield with the incident lot was not observed. Additionally, evaluation & testing of the customer samples was performed and the issue was not observed as all samples activated properly. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for inability to activate the safety shield with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.